Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in an unspecified location of three (3) exactamix non-vented high-volume inlets. This was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: three (3) actual devices were received for evaluation. A visual inspection was performed on the returned samples, and it was noted that for sample #1 there was a tiny dark spot on the white connector, a tiny dark spot of particulate loose in the sealed packaging, and a couple dark spots on the outside of the tubing, all of which were not in the fluid pathway. For sample #2, it was noted that there was a dark imperfection spot embedded outside of the tubing, not in the fluid path. For sample #3, it was noted that there was a series of small imperfection spots embedded on the outside of the tubing, not in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.